Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a test taken at a hospital on the morning of (B)(6) 2022, the consumer had a sore throat. On (B)(6) 2022, at around 10:00 am - 11:00 am, the consumer performed a covid-19 at-home test and the result was negative. On 14-aug-2022, at around 8:30 am, the consumer had a test performed at the local hospital and the result was positive. The type of test used was unknown to the consumer. The consumer believes the positive result that was received at the hospital was correct. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).